Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for two patients. This MFR. Report addresses test three (3) of three (3) and patient 2 (total quantity: 1). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date. Confirmation testing was performed via an unknown pcr platform and generated a positive result. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Reports: 1221359-2022-02327 - 1221359-2022-02329.